Event description:
On 09-sep-2025, the user reported waking up with a high blood glucose (bg) alert after running out of insulin. The highest blood glucose (bg) recorded was 400 mg/dl. The user initially could not address the alert but later replaced both the supplies and cartridge, after which blood glucose (bg) began trending downward. The user's reported symptoms included fatigue, thirst, and feeling unwell with a cold. Blood glucose (bg) was corrected by changing supplies and the cartridge. No outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.